Event description:
Pt reported obtaining back-to-back blood glucose results, of 271 mg/dl and 130 mg/dl. Patient did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The active system: strip lot 22944532 with expiration date 12/31/2007.

Manufacturer narrative:
The suspect product is the active strip.